Manufacturer narrative:
Findings: a64 alarm during self test due to faulty y1 on rfb. Unit had dented display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed a64, designating a failed self test. The device was returned for analysis and the customer was advised to discontinue use.